Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced muscle spasm and vertigo when stimulation was too high. It was noted that patient was overstimulated. The patient also needs a magnetic resonance imaging (MRI) type of device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.